Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. Since the power supply was not returned with the unit, there was no sufficient evidence of any exposed and/or damaged wires. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. There was no sparking and/or visible damage found on the pcb board that would cause the unit to spark. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported fraying and sparking of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.